Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose event. The paramedics were called to residence. The blood glucose reading at the time of the event was 10 to 20 mg/dl. Customer was having difficulty with sensors. Nothing further reported.